Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the attachment tabs fractured off the device and was not returned. The device exhibits signs of extensive wear/usage. The device batch information was not provided or present on the device to conduct a thorough investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery flange on trial head broke. Device broke inside the patient, piece was recovered with no affectation. S&n back-up device available and used. No delay reported.